Event description:
The following was reported during function check: "after system turn-on and starting up. The system is blocking. No way to get any reaction. Opened the prismaflex checked the led at the touchscreen controller is working fine (normal flashing). After starting up the system again, it's working fine without any problem".

Manufacturer narrative:
No patient injury was reported. The manufacturer has confirmed reported problems related to screen displays described as frozen screen where the screen appears to be frozen, in that there is no reaction to user input on the touch screen. Software code review reveals lack of synchronization between the protective system and user interfaces. Gambro renal products will implement a revision to current software. The new software version 3.0 will reduce the likelihood of occurrence of the known causes of frozen screens. The planned release date for software version 3.0 is year-end 2006. A final report will be submitted once corrective action has been taken.